Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 18-sep-2025. H3: yes, dev rtn to MFR? Yes. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6) was not returned for evaluation. The controller (B)(6) was returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed external visual inspection. Functional testing revealed the no power alarm did not sound when both power sources were disconnected from the controller. The internal nickel-metal hydride (nimh) battery powers the no power alarm. Internal inspection revealed that the internal nimh battery was swollen and had signs of leakage. Additionally, a controller fault alarm was triggered during functional testing. After the internal battery was replaced, the controller worked as intended. Log file analysis revealed one (1) controller fault alarm logged on (B)(6) 2025 at 14:06:13, indicating an issue with internal battery. Additionally, log file analysis revealed that the controller was in use for less than two (2) years. Review of the alarm log file revealed one (1) vad disconnect alarm was logged on (B)(6) 2025 at 11:47:00, indicating a physical disconnection of the driveline from the controller, likely during the reported controller exchange. Log file analysis associated with (B)(6) revealed nine (9) vad disconnect alarms logged between (B)(6) 2025 at 12:05:49 and (B)(6) 2025 at 11:48:54, indicating that the controller was powered on without the driveline connected. Review of the event log file revealed one (1) controller power up event with an associated motor start event logged on 10/sep/2025 at 11:49:30. Various parameters, including time, patient ID, and pump ID were programmed prior to the controller power up event. Review of the data log file revealed that the controller had not been in use prior to the power up event; the first data point was logged on (B)(6) 2025 at 11:50:04, indicating that the power up event occurred during a controller exchange. Additionally, log file analysis revealed two (2) motor start events recorded on 10/may/2025 at 15:03:09 and on 10/sep/2025 at 11:50:10, in which the motor start parameters were atypical. As a result, the reported event was confirmed. The most likely root cause of the reported controller fault alarm and the no power alarm not sounding during testing can be attributed to a leaky internal nimh battery. CAPA pr00492825 investigated internal battery issues with controller 2.0. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Based on the available information, the most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller and/or the controller being powered on without the driveline connected. The most likely root cause of the controller power up event involving (B)(6) can be attributed to the reported controller exchange, as described in the event details. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2025 / serial #: (B)(6) d9: no h3: no h4: mfg date: 07-aug-2024 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The ventricular assist device (vad) patient presented to the clinic with a controller fault alarm. Following review of the log files, the controller fault alarm was attributed to depleting internal battery. The vad team expressed concern because the patient underwent a controller exchange four months prior. The new controller used for that exchange was the patient¿s current primary controller. The observed internal battery depletion was noted to be significantly faster than the expected useful life of two years. The patient was admitted, and the controller was successfully exchanged for a new primary controller. A review of log file data revealed a motor start event with parameters outside the typical range and vad disconnect alarms, coinciding with the controller exchange. The vad remains in use. No patient symptoms were noted during this event.